Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had problems with the reservoirs. The customer was in the hospital because she had problem with her glucose level and she wanted to stabilize. The caller stated that she smells insulin on the connection between the reservoir and the infusion set. It was stated that insulin from the reservoir leaked. No further information was provided.